Manufacturer narrative:
The reported device has been returned to conmed; however, the investigation of the device has not been completed. A supplemental and final report will be filed following the completion of the device complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the device, trs-robo-8, anchor tissue retrieval system was being used on approximately (B)(6) 2025 and the "product ripped inside the patient, bag tore and was retrieved. No patient injury." Per further assessment it was reported "...I am sorry but I do not have the details you are requesting". There was no impact or injury to the patient or user. The procedure was completed without an alternate device. There was no delay to the procedure. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Event description:
Update: per medsun report (B)(4) received on 13may25: specimen bag broke inside the patient while attempting to retrieve the prostate specimen (this specimen was cancerous). The event was listed as a product problem not an adverse event; however, other serious or important medical events was checked under outcome attributed to adverse event. A good faith effort was completed to clarify if an adverse event occurred; however, to date no response has been received. The customer reported that the device, trs-robo-8, anchor tissue retrieval system was being used on approximately (B)(6) 2025 and the "product ripped inside the patient, bag tore and was retrieved. No patient injury." Per further assessment it was reported "...I am sorry but I do not have the details you are requesting". There was no impact or injury to the patient or user. The procedure was completed without an alternate device. There was no delay to the procedure. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported event that the bag ripped was confirmed. Examination of the returned used device trs-robo-8 found that the specimen bag was ripped along the seam at the bottom of the bag. Besides the rip, no other issue was found with the device. A root cause cannot be determined; however, based upon evaluation of the device, a possible cause of this event could be that the port site was not large enough to remove the specimen. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 58 reports, regarding 66 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: only physicians trained in the techniques of laparoscopic or minimally invasive surgery and the use of retrieval bags to remove tissue should use the product. Do not use the anchor¿ tissue retrieval system¿ if resistance is met upon deployment. Improper use of the anchor¿ tissue retrieval system¿ may result in perforation of tissue and subsequent bleeding. Care should be taken when using sharp and electro-surgical devices. Note the size of the trocar cannula when removing a specimen through the trocar cannula and seal system. If required, enlarge the port site to aid removal of the anchor¿ tissue retrieval system¿ by conmed. We will continue to monitor per regulatory requirements to help ensure patient safety.

Manufacturer narrative:
Response to FDA request.